Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. The troubleshooting was performed. It was stated that rewind message occurred after the alert and customer was not stuck on concluded rewound or bolus. Customer reported that insulin pump and drive support cap was not damaged before the alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a33 alarm due to motor error alarm .